Event description:
The pt visited the hospital due to loss of stimulation effect. There was no telemetry and no output from the device. The physician suspected early battery depletion and replaced the device. The pt's status was "recovered".